Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · the ventilator device alarmed for various reasons. The ventilator was one month in use again after being inactive for about 7 months. · various alarms were observable both visually and through hearing. The ventilator device alarmed for high oxygen (02), te231007 (tagd_o2controllerflowhigh), te231008 (tagd_o2valveleak) and te 232035 (tabm_pfiltersensordefect). The device also failed for 'flow sensor calibration' numerous time. · there is patient involvement reported. These malfunctions occurred during ventilation. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only**

Event description:
The following was reported to hamilton medical ag: the ventilator device alarmed for various reasons. The ventilator was one month in use again after being inactive for about 7 months. Various alarms were observable both visually and through hearing. The ventilator device alarmed for high oxygen (02), te231007 (tagd_o2controllerflowhigh), te231008 (tagd_o2valveleak) and te 232035 (tabm_pfiltersensordefect). The device also failed for 'flow sensor calibration' numerous time. There is patient involvement reported. These malfunctions occurred during ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.